Event description:
It was reported to medtronic neurosurgery that the shunt was explanted as it was not draining an intraventricular cyst. According to the report, the surgeon believed that the ventricular catheter may have been outside of the cyst.

Manufacturer narrative:
The valve was patent. It met requirements for siphon, reflux, and leak testing. The device also met all specifications for pressure-flow and preimplantation testing. The reported event stated that the surgeon believed that the ventricular catheter had been placed outside of the cyst to be drained. Therefore, it was not alleging deficiency or malfunction in the valve. It is unk what caused the reported event. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture.